Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; endovascular treatment of aorta-iliac aneurysms with a flared iliac limb duvnjak and balezantis. International journal of angiology , 28(1), 57-63. Https://doi.org/10.1055/s-0039-1683411. Age or date of birth: average age. Sex: average gender. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted in patients for the endovascular treatment of aorta-iliac aneurysms on unknown dates. It was reported on unknown dates post the index procedure follow up stent graft limb thrombosis and rupture. Reintervention was completed to resolve the events. Per the physician the cause of the events are undetermined. No additional clinical sequelae were reported and the patient will be monitored.